Event description:
It was reported that patient experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event occurred on (B)(6) 2026.

Manufacturer narrative:
(B)(4)based on the available information, this event is deemed to be a reportable malfuntion.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number(B)(4).